Event description:
It was reported that after inserting a new flashcard into a handheld computer, an sql error message was observed. Another flashcard was inserted with the same result. Followup with the company representative who had observed the error revealed that he was trying to migrate the database from an old handheld computer to the new handheld. That was the reason for inserting a different flahscard into the new handheld. The handheld was in the software "top menu" when the handheld computer's original flashcard was first removed. A review of the manufacturing records showed that the flashcard was issued a year prior to the handheld, indicating the flashcard was likely used in a different model handheld. This situation will produce the sql error. Good faith attempts to obtain the product for analysis have been unsuccessful to date.